Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. Additionally, the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced, and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Concomitant products: product ID 5071-35 implantable pacing lead implanted: 2008-07-25 product ID 507652 implantable pacing lead, implanted: (B)(6) 2008; product ID 694765 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).